Manufacturer narrative:
Unit received with cracked, bleeding glass on lcd board, and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was cracked. The damage was inside the screen. The customer was unable to see what was on the insulin pump's screen due to the damage. Customer's blood glucose level was 343 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.